Event description:
It was reported that the plates have different sized holes and the screws slip through. This is report 3 of 8 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the slider plate has holes that do not comply with our specifications. This is evidently a production error. Unfortunately, this error was not discovered in the conclusive quality control. (B)(4). Further investigation of the item with lot 2358594 showed that this bending and the slit holes are widened. No measurements can be made from these deformations. We also did not receive any other complaints about this batch and did not have the opportunity to take measurements of the stock because the whole batch was sold. We can only presume that the occurrence of overstressing the implants lead to this failure. Also, an internal corrective action determination has been opened to address this issue.